Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: product received in a used condition; one of the jaw parts is broken off. Investigation: visual and microscopic examination showed corrosion on the fracture pattern of the forceps; this is so-called "stress corrosion", caused in combination with mechanical tension. This type of corrosion often affects areas or components that have been subjected to high tensile stress. This can be due to design limitations such as screw connections. Reprocessing of the instrument in a state of high tension (for example, closed jaws during reprocessing) can speed up the defect. Furthermore, burrs can be found on the serration, but this is not the root cause of the breakage. To avoid stains and stress corrosion, steps should be observed such as those in the instrument reprocessing instructions. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specifications valid at the time of production. One similar incident has been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage.

Event description:
It was reported a de-bakey clamp broke during surgery. The non-traumatic hemostatic forcep was noted as being an aortic clamp. The outcome and patient data were unknown. Further details were not provided but have been requested.